Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a lesion located in the left anterior descending artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. It was reported that after the stent was implanted, post-dilation was performed at 18 atm using the stent balloon. The stent expanded evenly and cylindrically to a certain degree. Difficulty was encountered in removing the delivery system. It is indicated that sufficient time was given for deflation, but was unable to confirm if the balloon had deflated completely. The stent was not deformed as a result of the removal difficulties. The system was removed together with the non-medtronic guidewire and the procedure was completed without further treatment. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.